Event description:
It was reported that the handpiece was covered in an oily residue suspected to be from leaking. Pt involvement is unk. There was no adverse consequences reported as a result of this event. Add'l info is not available.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device possibly leaking was duplicated. Based on the investigation details, the likely cause was an e-box seal failure.